Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during use on (B)(6) 2024, (B)(6) 2024. The infusion set was in use for one day for first event and less than for a day for second event. Blood glucose at the time of event was notced 400 mg/dl . Patient replaced infusion set and resumed insulin successfully. No further information was available.